Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge 19 alarms during the load process. Several cartridges were used. The customer was able to successfully load a new cartridge. The customer's blood glucose (bg) level was 350 mg/dl and boluses were delivered via the pump to address the high bg level.